Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Patient ID: (B)(6). This is filed for leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One mitraclip was implanted without issue. The second mitraclip was then advanced to the target lesion. Difficulty was noted grasping the leaflets. The clip was able to grasp the leaflets; however, loss of the posterior leaflet occurred and leaflet perforation was noted. Additional attempts were made to grasp the leaflets, but this led to a posterior leaflet flail. No additional attempts were made and the mr remained unchanged at grade 4+. The patient became hypotensive and went into cardiogenic shock. Medication was administered. The patient remained intubated and was transferred to the intensive care unit. On (B)(6) 2021, the event resolved without sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Patient ID: (B)(6). This is filed for leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One mitraclip was implanted without issue. The second mitraclip was then advanced to the target lesion. Difficulty was noted grasping the leaflets. The clip was able to grasp the leaflets; however, loss of the posterior leaflet occurred and leaflet perforation was noted. Additional attempts were made to grasp the leaflets, but this led to a posterior leaflet flail. No additional attempts were made and the mr remained unchanged at grade 4+. The patient became hypotensive and went into cardiogenic shock. Medication was administered. The patient remained intubated and was transferred to the intensive care unit. On (B)(6) 2021, the event resolved without sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue damage, mitral regurgitation (mr), hypotension and shock are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported leaflet grasping and leaflet capture issue could not be determined. The reported tissue damage resulting in unchanged mr appears to be a result of procedural circumstances. A cause for the reported hypotension resulting in shock could not be determined. The reported hospitalization, unexpected medical intervention and required medication were results of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the initial report, additional information was provided: it is unknown what the difficult grasping was related to, as it was reported that there was no annular or leaflet calcification noted, no significant clefts or scallops, no flail, no prolapse, no leaflet tethering and no ruptured chordae noted. No additional information was provided.